Manufacturer narrative:
The device was returned to jjpi, on 10/2/97 and forwarded to the new bedord mfg facility for analysis. The returned cannula was observed to be badly pitted around the nickel plated luer hub. Indicating the possiblity of exposure to harsh or corrosive chemicals. The area around the end of the tube where the tip was attached was examined throughly. A considerable amount of solder was present around the rim and on the inside diameter of the tube. It can not be determined whether or not there was enough solder material without the tip, and the tip was not returned. The product complaint file showed no other complaints reported on this product. Jjpi considers this file closed.

Event description:
The pt under went a ventriculostomy. The tip of the needle was discovered missing after the physician had made his pass into the pt's ventricle. It was not known if the tip was there before making the pass, but was assumed to have been intact. After the case was completed, the pt was taken for a CT scan. The CT scan was negative.